Event description:
It was reported that the fenestrated bipolar forceps instrument is not working with the light cord. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire is broken at the yaw pulley exit. Both yaw pulleys have charring at the grip base, with material removed due to burning. Engineering also observed the distal end of the main tube has various scratch marks with material removed from the tube. The location and appearance of the scratches suggests the damage may be due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.